Event description:
It was reported that the guide wire coating peeled off. A 035/260/1 (bx/1) amplatz super stiff guidewire was advanced to cross the lesion. However, after the device was completely removed from the patient's body, it was noted that the coating came off the wire. The physician noted this had occurred on multiple occasions. No fragments were left inside the patient and there were no patient complications reported.

Event description:
It was reported that the guide wire coating peeled off. A 035/260/1 (bx/1) amplatz super stiff guidewire was advanced to cross the lesion. However, after the device was completely removed from the patient's body, it was noted that the coating came off the wire. The physician noted this had occurred on multiple occasions. No fragments were left inside the patient and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned is kinked, as part of overall visual revision. The returned guidewire was bent at distal and middle section. The core wire is bent at distal section and middle section. The coil has the ptfe peeled at middle section. No more visual damages were found in the device. The coiled wire was stretched at distal tip section, and also, the coiled wire was observed ptfe peeled at middle section.